Event description:
Had cervical laminoplasty with j and j depuy cmf plates and screws which are titanium. Done (B)(6) 2013. Side effects of pain, inflammation, hives. Had allergy test. Titanium hypersensitivity found on blood tests done (B)(6) 2014 contacted j and j depuy to advise of problems. They said others have reported problem. They contacted the FDA.